Manufacturer narrative:
H3. Analysis of the catheter identified a break in the catheter and a kink in the catheter body. Analysis of the pump identified no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the pump was returned to the manufacturer for pump disposal.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-jul-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving prialt/ziconotide (25 mcg/ml at 1.2 mcg/day) via an implanted pump. The patient¿s medical history was reported to be prior back surgeries. The indication for pump use was spinal pain. It was reported that the patient was in for a routine pump replacement surgery. When the surgeon tried to aspirate the catheter, it aspirated 0.25 - 0.5 ml of bloody fluid. The surgeon dug around in the pocket and found that the catheter was broken. It was noted that it was not cut during this procedure as it was undertoo much scar tissue to damage it while opening the pocket. It was unknown when the catheter broke and it was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No real troubleshooting was needed as the problem was obvious. The surgeon found the spinal portion of the catheter, trimmed 5.5 cm from the damaged end, and replaced the pump portion of the existing cat heter with 33.7 cm using a pump segment revision kit. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.